Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 80.75 mcg/day) via an implantable infusion pump. It was reported that during a normal and expected pump replacement, the surgeon was unable to aspirate the catheter. Upon removal of the catheter, a crack was found outside the spinal fascia. The catheter was replaced. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.